Event description:
Baxter product surveillance received a report that a catheter (unknown) and transfer set became disconnected. No further details are available at this time relative to the outcome of the patient.

Manufacturer narrative:
Sample availability is unknown at this time.